Event description:
The customer reported that the system would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The service rep suggested able replacement. No further info is available.